Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited impedance measurements of less than 100 ohms and no capture at maximum outputs. The lead was surgically capped during a generator replacement procedure. No additional adverse patient effects have been reported.